Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury." This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 79-year-old male was implanted with an impella cp device for mechanical circulatory support and that the transition from peel away to repo sheath, the pump pulled back into aorta and was unable to readvance. The dilator and peel away sheath was reinserted and the impella cp pump was removed and replaced without issue. Additionally, the patient experienced a loss of pulses in the right lower extremity, but pulses were restored bilaterally. The patient was successfully weaned off the impella cp.

Manufacturer narrative:
This complaint has been identified as part of a retrospective review. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined.